Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed eight months to elective replacement indicator (eri) during the in office device check two months earlier. However the battery was currently displaying eri. It was noted the charge time was 15.2 seconds. Boston scientific technical services (ts) offered to review the data stored on the device's memory, however the clinician declined. Ts discussed that there is a 90 day change out window once the crt-d reaches eri battery status. Additional information was received that the crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed eight months to elective replacement indicator (eri) during the in office device check two months earlier. However the battery was currently displaying eri. It was noted the charge time was 15.2 seconds. Boston scientific technical services (ts) offered to review the data stored on the device's memory, however the clinician declined. Ts discussed that there is a 90 day change out window once the crt-d reaches eri battery status. The crt-d remains in service and no adverse patient effects were reported.